Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the turbine to address the reported issue and returned the defective turbine to carefusion for failure analysis. Results of investigation: carefusion was able to duplicate the customer's reported issue. During the initial bench test after installing the turbine manifold assembly with a golden testing unit, the unit would power up normally, but the turbine would not rotate. The ventilator produced visual/audible disc/sense alarm, and failed the calibration leak test. Visual inspection of the turbine does not reveal any anomalies; however, internal inspection and investigation found that the turbine assembly had seized. There was a white residue on the inside of the turbine assembly. The white residue found on this turbine was consistent with residues that have been identified using tof-sims analysis as containing primary ions of aluminum, alumina, and aluminum hydroxide. The aluminum, alumina, and aluminum hydroxide are consistent with corrosion products of the aluminum turbine. Corrosion of aluminum is an oxidation process that will occur when bare aluminum is exposed to water. The likely cause of the white contamination in the turbine was exposure to water causing the turbine to corrode. Corrosion products have larger volume than the base metal and can cause interference between moving parts with tight tolerances. Carefusion scrapped the turbine manifold assembly after failure analysis.

Event description:
It was reported to carefusion that the unit was not blowing any air. There was no patient involvement associated with this complaint.